Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation and the reported condition was confirmed. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set and a cut was detected in the sample due to cut on the tubing. The batch review can not be performed because the lot number was not provided. An assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance of a small hole (pin size hole) in the tubing of the clearlink duo-vent continu-flo set. The process step is unknown. The source of the hole is unknown. There was no patient injury or medical intervention necessary. No additional information is available.